Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chlamydia test ((about 8 yrs ago)), anxiety and bipolar disorder. Previously administered products included for an unreported indication: orthi tri cyclen. Concurrent conditions included depression. Concomitant products included citalopram and phentermine (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash pruritic ("rashes and itching on her right arm / rashes or skin conditions (type: rashes and itching)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), headache ("migraines / headaches") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), uterine pain ("uterine pain") and complication of device insertion ("only 1 essure coil was placed, was unable to locate left fallopian tube"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, rash pruritic, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, headache and uterine pain had not resolved and the complication of device insertion and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, complication of device insertion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash pruritic, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician reminding that only 1 essure coil was placed and was unable to locate left fallopian tube. She is currently investigating removal options. Paraguard (reason for visit) patient who presents with a complaint of paraquard. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. The case was upgraded to serious incident based on removal information received in pfs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included chlamydia test ((about 8 yrs ago)), anxiety and bipolar disorder. Previously administered products included for an unreported indication: orthi tri cyclen. Concurrent conditions included depression. Concomitant products included citalopram and phentermine (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash pruritic ("rashes and itching on her right arm / rashes or skin conditions (type: rashes and itching)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), headache ("migraines / headaches") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), uterine pain ("uterine pain") and complication of device insertion ("only 1 essure coil was placed, was unable to locate left fallopian tube"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, rash pruritic, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, headache and uterine pain had not resolved and the complication of device insertion and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, complication of device insertion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash pruritic, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician reminding that only 1 essure coil was placed and was unable to locate left fallopian tube.she is currently investigating removal options. Paraguard (reason for visit)- patient who presents with a complaint of paraquard. Current weight 168lbs lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 151.9 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.